Event description:
It was reported that the patient presented in clinic for a follow up check. Upon interrogation, the pacemaker was found in backup vvi mode. The physician made programing changes and the pacemaker was returned to normal mode. The patient was stable.